Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) was completed at the distributor. The reported problem (charger faults) was confirmed. Upon incoming the charger passed essential performance testing and was able to charge a battery. However, the charger was found to have a shorted q1 current-controlling transistor on the bedside pca. The shorted q1 caused intermittent charger faults. The root cause of the shorted q1 was unable to be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a patient's was experiencing charger faults.